Manufacturer narrative:
Device evaluation is anticipated, but not yet complete, as the sample has yet to be returned. A review of the manufacturing records found no anomalies. At this time a definitive root cause for the problems experienced cannot be determined. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." When more information is obtained a follow up report shall be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the user facility: it was reported that during a lap inguinal procedure while fixating a 3dmax light mesh with an optifix fixation device in the soft tissue superior to the cooper's ligament, the surgeon experienced difficulty in use. After 3-4 fasteners were deployed the surgeon noted that the guide wire bent. The surgeon removed the device from the body. Attempting to clear the device the barrel insert detached. The surgeon then used a non bard/davol secure strap to complete the case. There was no patient injury reported. As a detachment of component could result in an unintended fragment in the body or need for intervention and as such the event is reported via MDR.

Manufacturer narrative:
As reported the user experienced difficulty in use and reported that the inner guide wire bent. User removed the device attempting to clear the fastener and the barrel insert on the distal tip detached. The subject device was returned and visually evaluated. The barrel insert at the distal end of the device was found to have detached and was not returned with the device. The guide wire and back up tabs were also confirmed to be significantly bent, as was reported. Based on review of the sample it appears that forces applied to the device after it was removed were sufficient enough to cause the detachment of the component that occurred. The surgeon was reported to be superior to cooper's ligament when the problem presented after deploying 3-4 fasteners. At this time it cannot be determined what caused the device to become damaged in this manner. A review of the manufacturing records found no anomalies for this production lot. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.